Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was able to power on using ac and dc power. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. The battery was left charged overnight, but it was not able to hold its charge for more than 2 hours. Internal inspection showed damaged to the casing of (t1) transformer on the system board. No intermittent power issues were observed.

Event description:
The customer reported unit powers on and off unexpectedly. No consequences or impact to patient was reported.